Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by several days of unspecified abdominal symptoms. On the same day, the patient was given an initial antibiotic loading dose of gentamicin (80mg, intraperitoneal (ip)), and ceftazidime (ip, 2 gram (g)/day). The next day, the daily therapy administered was gentamicin (ip, 60mg) and ceftazidime (ip, 2g). Two days later, fluconazole (50 milliliters (ml)/day, intravenous (IV)) was added. Five days after admission, caspofungin (70mg, IV) was given for treatment of peritonitis and then stopped. Five days after admission, gentamicin and fluconazole were discontinued. That same day treatment with caspofungin (50mg per day, IV), was initiated. The cause of the peritonitis was a breach in aseptic technique. At the time of this report, the patient was recovering from the peritonitis event. The patient was not retrained on proper aseptic technique as the patient discontinued pd therapy. Six days after hospital admission the patient started hemodialysis therapy. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The cause of this peritonitis was use error - breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.